Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty putting a cartridge onto the pump. Reportedly, the customer's husband was able to successfully load the cartridge onto the pump to address the event. Insulin delivery was resumed. There was no reported impact to blood glucose.